Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime during prime/a33 test. Unable to perform the occlusion test, excessive no delivery test and the dat due to prime anomaly. Unable to complete the functional testing and unable to test for motor error alarm due to prime anomaly. The pump was unable to prime during prime/a33 test due to faulty fsr (gold). The following were noted during visual inspection: scratched case and cracked belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 17-sep-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 17-sep-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The motor was tested outside of the pump and passed. Unable to complete the functional testing and unable to test for motor error alarm due to prime anomaly. Unable to confirm alleged high bgs. Prime/fill anomaly confirmed. Motor error alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, coma treated with IV insulin drip (intravenous insulin infusion), and hospitalization: overnight stay. The customer reported a blood glucose value of 600 mg/dl when admitted to the hospital. The event involved product(s) mmt-754wws. The customer reported receiving a motor error. Alarm history showed more than one motor error alarm and or an e70 alarm within the last 30 days. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-754wws was requested and the customer response was the device will be returned.